Event description:
The patient is a participant in the painfree (B)(6) study.

Event description:
It was reported that the patient came to the hospital after hearing an alert. The right ventricular lead impedance was noted to be high, artefact was seen, and short interval counts were also noted. The detections were programmed off for about three days and then they were programmed back on. The oversensing continued. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upperrange. Three patient alerts for out of tolerance subthreshold lead impedance occurred between (B)(6) 2013. The daily pace lead trend data show various spike increases for rv pace from 784 to 3008 to 800 ohms peak between (B)(6) 2013. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). The ventricular sic was 7806 counts in 14.39 days between (B)(6) 2013. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Twelve ventricular non-sustained episodes <(><<)>=210 ms occurred between (B)(6) 2013. Continuation: d154vrc implantable cardioverter defibrillator 2009-(B)(6). (B)(4).